Event description:
It was reported that during a lap hernia procedure, the instrument did not transport staples. Took new instrument. No further info available. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results showed that one ems device a was returned non-functional with one jammed staple in the cartridge nose; the staple was manually removed and the device was tested for functionality. The device fired the remaining staples as intended. The analysis results showed that the ems device b was returned non-functional; the device was returned with the cartridge extending out from the tube. The device was disassembled and an insufficient crimp was noted. No functional test could be performed. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results showed that one ems device c was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.